Event description:
The pt reported that the pump re-booted several times without user intervention. The first time, the pump re-booted was several weeks ago and the event happened about once a week until this report. The pt confirmed that the battery cap was secure and the o-ring was not visible when secured. She denied damage to the battery cap or the battery compartment. In addition, the pt denied any corrosion in the battery compartment. There were no blood glucose excursions attributed to the self reboot.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time.